Event description:
The customer contact reported during start up prior to patient use the device touchscreen would not calibrate. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.